Manufacturer narrative:
This report is submitted april 5, 2018.

Event description:
Per the clinic, it was reported that the patient sustained repeated head traumas at the implant site due to an unrelated medical condition. Due to the trauma, the skin flap over the receiver stimulator broke down resulting in an extrusion of the receiver stimulator. Subsequently, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.